Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nrfit epidural filter disconnected from the nrfit epifuse catheter connector during infusion. The device was replaced, and no further problems were encountered. There were patient involvement and no reported adverse harm. The disconnection resulted in a leak, which could potentially expose the patient and/or clinician to medication if the issue were to recur.